Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It was noted there were ventricular high rate episode recorded on 2015-10-19 with apparent noise oversensing seen on the electrogram (egm) and rv lead pacing impedance had been stable throughout record dating back to 2014-12-02 but consistently low ranging from 256 ohms up to 343 ohms. (B)(4).

Event description:
It was reported that at a device check following a device replacement procedure, increased right ventricular (rv) lead pacing threshold and decreased pacing impedance were confirmed, however, the results were acceptable to the physician and the lead remained in use. About a year later at a routine device check, numerous high rate events were observed, along with noise. It was noted an x-ray confirmed a shade near the subclavian vein that was suspected to be the cause of the oversensing and the right ventricular (rv) lead was replaced. No patient complications have been reported as a result of this event.